Event description:
The customer states that the axsym analyzer will not power up. The abbott customer technical advocate had the customer press the "reset" button with no resolution. A service call was initiated. The abbott field service engineer (fse) replaced the analyzer's power supply. After installation, the fse powered on the axsym analyzer and within a few seconds, a banging sound accompanied by visible smoke came from the analyzer. The axsym system was powered off. There were no injuries with no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. No patient involvement (B)(4). Smoking (B)(4). (B)(6).

Manufacturer narrative:
An abbott field service engineer (fse) installed a second axsym power supply to resolve the issue. Subsequent instrument operations were acceptable. The axsym system operations manual (list number 09a26-06) contains information to address the customer's issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the available information and this evaluation, no deficiency was identified for the axsym analyzer list number 07a83-01, or the axsym power supply part no. 4-37084-02.